Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Customer´s cssd is not able to clean the instrument behind spring balls. There was still dirt/blood behind the balls after reprocessing. After cleaning contamination detected. No pat. Hazard during the incident. No adverse patient impact, no surgical delay. Seen in cssd.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: customer´s cssd is not able to clean the instrument behind spring balls. There was still dirt/blood behind the balls after reprocessing. After cleaning contamination detected. No pat. Hazard during the incident. No adverse patient impact, no surgical delay. Seen in cssd. The product was returned to depuy synthes for evaluation. Visual analysis of the returned device found signs of normal use at the s/c trial handle. Signs of foreign substance were not observed. A functional test was performed and the four ball plungers were able to retract as intended. A dimensional inspection was not performed since it was not applicable to the complaint condition. The overall complaint was not confirmed as the observed condition of the s/c trial handle would not contribute to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: a device history record (DHR) review or manufacturing records evaluation (mre) was not possible because the date code (pg1110) provided is not a valid finished goods lot#.